Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test was due to a defective pneumatic block. Further technical evaluation determined that the charging fault was due to a defective power supply unit (psu). The pneumatic block and psu were replaced to address these issues. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was being configured for patient use, it failed to complete its internal self-test. It was also reported that the device would not charge. The device was not in use when the fault occurred, therefore, there was no patient involvement.